Manufacturer narrative:
Product ID 7434a lot# serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 748925 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3587a lot# n081053, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that stimulation was turning on by itself. The patient was unable to find her remote to turn it off. Emergency room care was reviewed. Of note, the patient was sick with bronchitis and had a horrible cough. It was further reported that the stimulator was turning on due patient positioning. The issue was resolved.